Event description:
Per maude report (customer unk): pt found to become hypotensive and bradycardic. "PICC line just placed by IV team. Changed IV tubing and directed and switched over to new pump. Dopamine line reading occlusion pt side. Line flushed with great blood return. Pressure continued to run low. Bolus of nss given. Dr at bedside. Ordered to hang and mix neo. Opened chamber of dopamine. Found tubing to have large bubble inside the chamber. Changed tubing an flushed. Infusion running correctly. No further issues. Bp returning to normal and heart rate climbing." No add'l info regarding the pt or event is available. Contacted FDA to obtain customer contact info. FDA is unable to release any add'l info such as facility or a contact at the customer site.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the bubble inside the tubing/chamber. The set was not returned for eval. FDA was contacted to obtain add'l info. FDA is unable to release further info, such as facility or a contact at the customer site.